Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm nine years later an endurant stent graft system was implanted for an unknown reason. It was reported that the patient presented with a ruptured aneurysm from a type iii separation endoleak between the aneurx bifurcate and endurant cuffs. The physician performed an intervention and implanted an endurant ii aui 32/14/102 and a 16/16/93 endurant ii iliac extension limb up the left iliac. The right limb of the aneurx stent graft was occluded using an 18mm amplatzer plug. Ano ther angiogram was then performed and the graft separation and endoleak were resolved. A fem-fem graft was then performed and the patient was closed. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine